Event description:
It was reported that the device was in use with patient for infusion of fluorouracil. The reporter stated the patient returned to the infusion center of the hospital at the scheduled end of their infusion therapy. According to reporter, the treating staff discontinued the infusion and noted the device was torn and had leaked inside of the pump carrying pouch. The patient did not note any leakage during infusion. No adverse effects to patient or users reported.

Manufacturer narrative:
Device evaluation summary: one cadd administration set was returned for analysis in used condition. Visual inspection of the administration set found a jagged cut from tube 60", approximately one (1) inch near to the bonding with pump tube. The design history review was performed. Based on the evidence, the complaint was confirmed. The most probable root cause was identified damage after the product left smiths medical manufacturing facilities.